Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon the post-op interrogation the sensing value of the right ventricular (rv) lead was small and falling on the p-wave. An x-ray confirmed that the rv lead had dislodged from the right ventricular (rv) septum and was in the atrium. The patient was taken back into the cath lab and the rv lead was repositioned in the rv apex. The rv lead remains in use. No patient complications have been reported as a result of this event.